Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test test strip UDI# ((B)(4). Note: manufacturer contacted customer on (B)(4)2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint of high. (B)(6), daughter, is calling on behalf of the customer. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 120 to 140mg/dl. The customer did report symptoms of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6)2017, a back to back blood test was performed non-fasting by the customer and produced test results of 413 and 343mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is within the month of (B)(6)2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) a 242mg/dl (B)(6)2017 05:08:00 am fasting: yes. A 282mg/dl (B)(6)2017 08:26:00 am fasting: yes. A 261mg/dl (B)(6)2017 05:05:00 am fasting: yes. A 259mg/dl (B)(6)2017 05:01:00 am fasting: yes. A 200mg/dl (B)(6)2017 12:00:00 pm fasting: no.